Event description:
Aproximately 14 months post implantation of the gore excluder aaa endoprosthesis, this patient was identified with aneurysm enlargement and a type ii endoleak needing repair. No reintervention was reported.